Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. There was a history of unable to interrogate the pulse generator. Upon interrogation in clinic, it was discovered that the device exhibited radio frequency error. No device intervention was performed as the patient was device dependent. Patient was stable and will continue to be monitored.